Event description:
Event description guidant received information that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) experienced muscle stimulation at the same time each day. Additionally, this chronic ventricular implantable lead exhibited increased pacing impedance measurements. Pacing threshold and r wave measurements were stable.